Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation showing a tube presumably post centrifugation with its separator in the correct position(photo is not clear). As specific lot numbers were not provided, as a courtesy, bd evaluated 4 tubes (lot 0104985) and 4 tubes (lot 0132407). These retention samples were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1211g for 10 minutes, using an mse mistral 1000 centrifuge. All 8 tubes were found to have good separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to confirm the customer¿s indicated failure mode due to a lack of objective evidence. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported the tube pms plh 13x75 3.0 slbl lim ce experienced poor barrier separation of sample. The following information was provided by the initial reporter: translated to english. The customer stated: there was an issue with "the tube where part of the plasma does not pass under the separator but remains above it. In addition, there is an incompatibility of the barricor tube with low speed centrifugation."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported the tube pms plh 13x75 3.0 slbl lim ce experienced poor barrier separation of sample. The following information was provided by the initial reporter: translated to english. The customer stated: there was an issue with "the tube where part of the plasma does not pass under the separator but remains above it. In addition, there is an incompatibility of the barricor tube with low speed centrifugation."